Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and fractured ceramic head.

Manufacturer narrative:
Additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.